Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had bad signal and defective connection to preamp. Customer indicated there was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was returned for evaluation. The reported event was not confirmed. The investigation isolated the failure to the housing damage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had bad signal and defective connection to preamp. The device was getting erratic readings. Customer indicated there was no patient harm.